Event description:
During a laparoscopic cholescystectomy, a burn to the pt's anterior abdominal wall, approximately 5 mm, occurred during cauterization with the spatula/suction irrigator. Procedure was delayed less than 5 min while biomed was called in to investigate. The entire bowel was inspected for further surgery. Pt believed to be fine.